Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An f-94 (configuration option settings checksum is not 0) alarm was found during evaluation, preventing the device from powering on. The reported issue was verified. The cause was determined to be a damaged battery. The battery was replaced and the device was serviced to meet product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a fg-94 alarm (configuration option settings checksum is not 0). This was identified before use. There was no patient involvement. No additional information is available.